Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: this product was manufactured prior to implementation of the uid regulations and as a result, the complete UDI is not available. Applicable us product data has been included in this report.